Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 29, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 19). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 19 - cause traced to user. The returned sample was visually inspected and confirmed that the reservoir lid and the arterial blood outlet port was damaged. A representative retention sample from the same lot number was obtained and visually inspected. No anomalies noted related to the damage on the ports and reservoir lid or anywhere on the device. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage was caused by a shock force due to mishandling. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass, they were unable to pressurize the oxygenator. As per user facility, they isolated the pressure leak to the oxygenator, and primed with plasmalyte 148 and albumex (no blood contamination).   No consequences or impact to patient. Product was changed out. It is unknown how long was the delay going on pump procedure was completed successfully.